Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was leaking. The reporter stated that the stopper was pulling out when the needle being used to inject the medication into the bag was pulled out, causing the medication to run out. There was no patient involvement. No additional information is available.